Event description:
A screw implanted in 2002 was noted to have back out was removed 1 month later. The screw was part of a ventrofix construct. Patient experienced a l1 burst fracture in 2002. The ventrofix was implanted 2 days later for l1 corpectomy, diskectomy t12/l1 decompression. Synex expandable cage, allograft, ventrofix t12/l2. Autograft from l1 with dbx.